Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record: manufacturing location: (B)(4). A DHR review can not be performed due to the age of device. No DHR available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing and during inspection, the sales consultant noted that the reduction forceps had a crack in the jaw and when force was applied, the tip of the broke off. There was no patient involvement, the device was not used during a procedure. The device and broken piece is available. This complaint involves one (1) device. This report is for the forceps; report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial medwatch reported date of event unknown in date of event is (B)(6) 2017. Date of manufacture reported only as week 2, 1995. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part 399.99, lot a7ea03: date of manufacture: week 02, 1995. Place of manufacture: tuttlingen. A device history record (DHR) review cannot be performed due to the age of device (over 22 years old). A service and repair evaluation was completed: the customer reported the jaw cracked and the tip broke off under force. The repair technician reported the tip of the forceps was broken off and missing. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned reduction forceps (399.99, a7ea03) is used in a variety of trauma procedures in order to help achieve fracture reduction. The returned forceps was received with the tips of one of its jaws broken off, which confirmed the complaint condition and made its replication inapplicable. A DHR review could not be performed for the part/lot due to the age of device (over 22 years old); the returned reduction forceps (399.99, a7ea03) was manufactured during week 2 of 1995. Due to the age of the returned forceps, the drawing used during the manufacture of the forceps was not accessible, however the oldest available drawing and the latest were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Although a DHR review could not be performed, based on the age of the forceps, the time during which it was in use, and the failure mode, it is not necessary to perform material/hardness testing. If there were issues with the material/hardness of the forceps, which contributed to the complaint condition, they would have manifested themselves earlier in the life of the part, rather than contributing to its breakage after over 20 years of use. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Due to post-market damage, relevant dimensions could not be measured. It was reported that the complaint condition was noticed during a post-sterilization inspection. It is possible that the forceps were not properly stored during sterilization, which could have exposed it to unintended forces which contributed to the complaint condition. The forceps is also over 20 years old and it is possible that the cumulative effect of routine use during its lifespan contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.